Manufacturer narrative:
The pump was received and tested at a non-domestic service center (abbott ireland). The bolus cord was not returned for testing but the tubing set was. The occlusion alarm occurred at 24 psi, within specifications and the air in line alarm worked correctly. The pump was programmed with the customer's reported settings: concentration 1 mg/cc, bolus 5 mg, 5 minute lockout, and reserve 2 mg. Pump was tested 7 times with the following results: pump display read: 5.0/10.0/15.0/20.0 and the actual deliveries measured were: 4.98/9.89/14.83/19.78. All deliveries were within the specification of +/-5%. Dry delivery testing was also done: pump set at 250 cc/hr, total base 10 cc, reserve 10 cc. Pump was tested 3 times with the following results: pump display read: 10.0/10.0/10.0 and the actual deliveries measured were 10.0032/10.0076/10.0076. These also were within specifications.

Event description:
Report received from abbott international united kingdom affiliate that states: "morphine delivered post-operatively at 5ml boluses with 5 minute lockout; 100ml saline bag reported empty after 10.5 hours, with pump reading of 20.8ml delivered. Pump alarmed air in line." The pt did not experience any adverse effects. The amount of solution delivered was allowed within the set parameters. Unknown if delivered volume was cleared at some point in time. Co has requested additional info relative to this event. If any significant info relevant to this report becomes available, it will be sumbitted to the agency.